Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. No additional information was provided. Further follow-up with the health professional noted the device was "explanted due to faulty port and leak. Esophagram was done for diagnostic testing. Problem first observed when patient came in with pain. A replacement band was used."

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and...port site pain."